Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57 mg/dl. Reportedly, the customer had delivered a bolus prior to eating but did not finish their meal. The customer consumed carbohydrates to stabilize bg level. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer has manual injections available as alternate insulin therapy.